Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure to turn on ac or battery power. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly at the failure analysis ctr and found the cause of the failure to be a broken retainer clip from a cable. The cable connects the power module to the therapy pcb assembly and provides main power to the device. Due to the broken retainer clip, the cable may not remain seated during rough movements and a disconnection might cause the reported/observed problem.

Event description:
It was reported that the device would not power on with ac or battery source. There was no pt use associated with the event.